Manufacturer narrative:
Initial.

Event description:
It was reported that after switching to a new box of infusion sets, the user experienced persistent hyperglycemia with blood glucose remaining above 200 mg/dl and peaking around 280 mg/dl, despite multiple correction doses, along with slow insulin absorption and episodes of running out of insulin; the user observed visible liquid inside the pump cartridge on two occasions, suggesting a leak, and the pump component implicated was the reservoir. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with a leak or seal issue associated with the reservoir, aligning with a leak/splash device problem that could lead to partial or no insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Replacement infusion sets, connectors, and cartridges were provided to allow the user to test different lots, and the user was instructed on proper cartridge change procedures including rewinding the pump before replacement.